Event description:
The customer reported a contained leak of approximately two (2) ml from an unknown location inside the coulter lh 780 hematology analyzer. There was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing gloves, eyeglasses and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a cracked y-fitting on port 75 and port 77 causing the leak. The fse replaced the fitting and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).